Manufacturer narrative:
The edwards implant patient registry department received a voicemail from the patient¿s daughter indicating that the patient expired one day post tavr procedure. She stated that the death was not device related but did not leave the actual cause of death. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts to obtain the cause of death from the hospital have been unsuccessful. If additional information is received the report will be updated accordingly.

Event description:
During a transapical tavr procedure, post implant the patient sustained an annular/lvot rupture. Per report, upon closure of the apex, the surgeon noted that there was a hematoma forming along the anterior aspect of the left ventricle. At this time the patient's blood pressure was lowered and heparin was reversed. The hematoma was monitored via tee, but was not noted along the aortic root leading to the lvot, but rather appeared to be forming from the segment inside the ventricle closest to the anterior mitral leaflets of the lvot. The left ventricle (lv) did not have motion abnormalities on tee, nor did the patient have st changes on EKG. The hematoma continued to spread and the surgeon was concerned that there may be some av dissociation occurring. Another CT surgeon was alerted to consult this finding and the decision was made to place the patient on bypass and perform an exploratory sternotomy to locate the culprit of the hematoma. The surgeons noted a perforation under the left coronary cusp in the lvot. This was repaired. The patient struggled to come off pump and the lv was very sluggish on tee when the heart was resuscitated. The decision was made to remove the native left coronary cusp from under the sapien implant in an attempt to see if the native left coronary cusp was causing left main obstruction. The flow to the left coronary system sill did not improve and subsequently the lad was bypassed with a svg. The patient's lv function improved and the patient was taken to the ICU. The patient¿s native annulus measured 19.5mm x 26.6mm by CT, with an area of 399mm². There was moderate annular/leaflet/root calcification. The sinotubular junction (stj) diameter was noted to be 24mm with severe calcification. It was perceived that the patient¿s chronic use of steroids and immunosuppressants impacted the fragility of the tissue which caused the annular rupture.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, the patient was on chronic steroids and immunosuppressants which were believed to have impacted the fragility of the tissue, which caused the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.